Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db220330c0, model: db-2203-30c, serial: (B)(4), batch: 5000581.

Event description:
It was reported that the patient clinical study number(B)(6) experienced mild scalp erosion following a deep brain stimulation device implantation caused by cut extension leads. The patient underwent a revision procedure and the reported event has resolved. The physician assessed the event as having had a probable relationship to device hardware, and not related to the procedure or stimulation.

Event description:
It was reported that the patient (clinical study number: (B)(4) experienced mild scalp erosion following a deep brain stimulation device implantation caused by cut extension leads. The patient underwent a revision procedure and the reported event has resolved. The physician assessed the event as having had a probable relationship to device hardware, and not related to the procedure or stimulation. Additional information was received that the patient underwent an explant procedure of both extensions and the reported event has resolved. The physician assessed the event had a casual relationship to the procedure and the device hardware (extensions).

Event description:
It was reported that the patient (clinical study number (B)(6) experienced mild scalp erosion following a deep brain stimulation device implantation caused by cut extension leads. The patient underwent a revision procedure and the reported event has resolved. The physician assessed the event as having had a probable relationship to device hardware, and not related to the procedure or stimulation. Additional information was received that the patient underwent an explant procedure of both extensions and the reported event has resolved. The physician assessed the event had a casual relationship to the procedure and the device hardware (extensions).

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365db321655c0. Model: db-3216-55c. Serial: (B)(6). Batch: 5000307.